Manufacturer narrative:
H.6. Investigation summary bdj received samples by the customer facility, but photos of the actual samples were provided to the plant for investigation. The photos were evaluated and the customer's indicated failure mode for non-biological foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that red foreign matter was found in 2 bd vacutainer® serum / cat blood collection tubes before use. The following information was provided by the initial reporter, translated from japanese to english: "red fm in tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that red foreign matter was found in 2 bd vacutainer® serum / cat blood collection tubes before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "red fm in tube."